Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector at the time of the shock was set to the primary vector. An x-ray was done and it was unremarkable. Office testing was unable to reproduce the noise. The clinic has now reprogrammed the sensing vector to the secondary vector. The patient is being monitored by the latitude system. There were no additional adverse patient effects. The system remains implanted.